Event description:
A report was received that a patient was having difficulty charging. The patient had undergone spinal fusion surgery in which monopolar electrocautery may have been used. A bsn representative confirmed premature battery depletion. The ipg will be replaced.